Event description:
The patient was implanted with a left ventricular assist device. Approximately 13 days post implant, the patient began exhibiting heart failure symptoms in combination with high power readings and a "+++" flow reading. A transesophageal echocardiography (tee) was performed which showed that the left ventricle was not unloading properly and the aortic valve opening with every beat. Imaging showed minimal flow entering the pump. The center considered tissue plasminogen activators, but the patient arrested and died.

Manufacturer narrative:
The patient expired on (B)(6) 2012. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.